Event description:
A malfunction alarm labeled as malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any recurrence.